Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(4) 2015 and received several unsuccessful cavity integrity assessment tests. The physician then performed a hysterectomy and visualized a uterine perforation. The novasure procedure was aborted. No intervention was required. The pt was discharged. A hysteroscopy, dilation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of radio frequency controller not provided by complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Refer to internal complaint (B)(4).